Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of deployment suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was returned partially deployed on the delivery system. The deployment suture thread was broken approximately 335mm from the point of release of the stent. The broken end of the deployment suture thread was extremely frayed. Solidified blood was also noted on both the thread and stent. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure on (B)(6) 2011. According to the complainant, the patient had a stenotic lesion within the airway. The anatomy was not tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent was positioned within the patient. However, when the physician pulled on the deployment suture to release the stent, the deployment suture broke. The stent failed to deploy at all from the delivery catheter. The stent system was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was not provided.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stenotic lesion within the airway. The anatomy was not tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent was positioned within the patient. However, when the physician pulled on the deployment suture to release the stent, the deployment suture broke. The stent failed to deploy at all from the delivery catheter. The stent system was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was not provided.